Event description:
The surgeon performed a trochanteric osteotomy during a revision surgery to get all of the old cement out of the femur; then used cerclage wires to secure the bone. Three weeks later; the pt felt a "pop" and found the trochanter had fractured due to the wires; not the implant. The implant was in good position with no loosening.